Event description:
A consumer reported fuzziness, lack of clarity/focus, "like looking through a glass of milk" following intraocular lens (iol) implant surgery. The rptr did not provide any contact info; therefore, follow up was not able to be conducted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The rptr did not provide any contact info; therefore, follow up was not able to be conducted. (B)(4).